Event description:
During a routine post-op visit, the doctor discovered that a locking nut is backing out of the screw construct. Patient is being monitored. A possible explantation has not been scheduled.